Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54962.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent the service center for evaluation. The reported failure was not confirmed. All functional and electrical testing was successful. Device works as intended. Possible root cause for the user to experience the reported failure could not be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an rotator cuff repair by arthroscopic on a shoulder, it was observed that the surgeon had an electric shock from the vapr tripolar 90 suction electrode and vapr vue generator devices while in use together. According to the report, the surgeon was wearing gloves and was touching the handle on the device when it gave a sort of electric shock through his gloves on to his hand. It was reported that the surgeon showed evident signs on the hand. It was not reported if there was a delay in the surgery but the same electrode was used to complete the procedure. There was patient involvement. It was reported that the surgeon did not need any intervention but the palm of his hand was burned. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.